Event description:
On (B)(6) 2016 the reporter contacted lifescan alleging that the patient's onetouch ultralink meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began 2 weeks prior to contacting lifescan. The reporter was unwilling to answer many questions from the cca; however stated that the patient developed symptoms of "sugars real high, dizzy, lost balance, sleepy and sugars real low". The cca was unable to obtain any further information regarding these symptoms or any treatment received. The alleged issue was resolved with troubleshooting; the cca determined that the battery was not inserted correctly. This complaint is being reported because the patient may have suffered a serious blood glucose excursion while using the subject meter.